Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 35 months ago. Aneurysm and vessel morphology from the time of implant was not reported. Currently the vessel morphology was reported as unremarkable. A recent non-contrast CT revealed that the bifurcated stent graft has migrated distally 1 cm below the renal arteries with a proximal type I endoleak. The proximal neck diameter was approximately 30mm. The physician elected to implant an endurant aortic cuff and the migration a proximal type I endoleak were resolved. No additional clinical sequelae were reported. Films for this event were reviewed by an internal team. The non-contrast films 34 months post-implant show that the ipsilateral limb was placed on the right side, with an aneurx iliac limb extended on the ipsilateral limb. The bifurcated stent graft was positioned approximately 5-10 mm below the renal arteries; however cannot determine if the stent graft had migrated since films immediate post-implant were not provided. The proximal neck diameter was approximately 30mm. Cannot assess the proximal type I endoleak since the films were non-contrast.

Manufacturer narrative:
(B)(4). Evaluation code, method other, films; evaluation codes results: inherent risk of procedure (stent graft migration, endoleak); other (insufficient information; cause is unknown); evaluation codes, conclusion: other (insufficient information; cause is unknown).